Manufacturer narrative:
The edwards commander delivery system was not returned to edwards lifesciences for evaluation. An image of the burst balloon was received. The image shows evidence of a balloon tear between the inflation balloon and crimp balloon, due to the visibility of the inflation balloon legs at the proximal end of the balloon. The balloon burst was unable to be confirmed by the provided image. A review of DHR, lot history review, complaint history review, and IFU/training did not reveal any issues that may have contributed to the complaint and did not exceed control limits. No manufacturing non-conformances could be identified and the manufacturing inspections in place make it unlikely that pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Due to the device not being returned and no relevant imagery to the event being provided, the complaint for ¿balloon-burst¿ was unable to be confirmed. The provided imagery of the device does confirm the complaint for ¿balloon torn¿. Since the inflation balloon legs are visibly bent out, the legs can create difficulty withdrawing the device through the sheath. This confirms the complaint for ¿delivery system-withdrawal difficulty¿. The description of the event indicates that the flex tip was positioned over the inflation balloon during valve deployment. This could increase strain on the bond between the inflation balloon and crimp balloon, causing the bond between the two components to break. The IFU and training manual both instruct to move the flex tip over the triple marker band prior to deployment so that the flex tip does not constrain the inflation balloon during deployment. The information provided indicates the physician did not pull back the flex tip prior to deployment. Once the balloon was torn, the balloon legs were exposed. The exposed legs may have caught on the sheath tip during retrieval, resulting in the withdrawal difficulty described. Although a definitive root cause cannot be identified, it is likely that procedural factors (failure to pull back the flex tip prior to deployment) contributed to the complaint. Since no manufacturing non-conformances, labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards european affiliate, as the balloon was being inflated during a 23mm sapien 3 valve implantation by tf approach in aortic position, it became apparent that the pusher was not pulled back adequately, causing the balloon to have difficulties inflating. On deflation of the balloon, the balloon burst but the valve was placed in a good position and the patient was stable. The balloon and the ds were withdrawn from the valve and pulled into the descending aorta but they were unable to be pulled into the sheath due to the damage to the balloon & resulting higher profile. The decision was made to remove all devices together including the esheath. As the devices were being removed, an additional tear occurred on the burst balloon and it became lodged within the patient's iliac artery. An attempt was made to remove the devices by using a snare but it was unsuccessful as the device seemed to be lodged against some calcium in the artery. Finally, the surgeon opened the artery and removed the device along with the piece of balloon. The patient was awake and stable the next morning. The patients circulation to their leg was not impaired. As per clinical specialist, the doctors did not bring the pusher back to the middle marker before inflating the balloon. They are aware this was an error on their part.